Event description:
It was reported by service report that the jack will not pump up. It was reported that there was a patient involved, however, there were no adverse consequences reported as a result of this issue.